Event description:
Healthcare professional reported left side "double bubble deformity" and an additional use error was identified. The device was explanted and then re-implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.